Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a manufacturer's representative (rep) regarding a patient receiving 2,250 mcg/ml unknown baclofen at a dose of 379.7 mcg/day via an implantable infusion pump for intractable spasticity and myelopathy. It was reported that a motor stall occurred on (B)(6) 2017. There were no known environmental/external/patient factors that may have led or contributed to the issue. The pump was interrogated to confirm the motor stall. The pump was replaced on (B)(6) 2017 and therapy resumed. The issue was resolved at the time of this report. The pump was to be returned to the manufacturer for analysis. The patient's status was "alive - with injury". No symptoms were reported and no further complications were expected or anticipated.

Manufacturer narrative:
The pump was returned, and analysis found corrosion and-or-wear and-or lubrication and stall due to shaft bearing. Recent FDA coding changes offer limited options for medical device evaluation conclusion coding. Medtronic selected conclusion code because, although the device meets design specification, medtronic made enhancements to the design making this the closest code available with respect to this event. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturer¿s representative (rep) on (B)(6) 2018. The pump was returned to the manufacturer for analysis. Pump logs showed that the motor stall occurred on (B)(6) 2017 at 18:40 and there was a ¿stopped pump period may exceed tube set¿ on (B)(6) 2017 at 18:40. There were no further complications reported/anticipated.